Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred (e-155) while being serviced by the reporting facility technician. There was no harm or injury reported. The device was not in patient use. The device evaluation has not yet begun by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.